Manufacturer narrative:
Device evaluation pending return from customer.

Event description:
It was reported by an edwards sales rep that "I have a femflex arterial cannula size and lot# unknown that had haemostatic failure from around the venting cap area, hard to pinpoint where the leak was from. This was used at (B)(6) last week. The surgeon was dr (B)(6) and he had to out bone wax around the cap to prevent or slow down bleeding. I have the product to send back for analysis. Please send biokit."

Manufacturer narrative:
Evaluation results: the report that the venting cap area was leaking was confirmed. The cannula was visually inspected and no visual defects were found with the cannula, however the device was returned with a non edwards supplied vent cap. The bone wax was removed and a leak test was performed using water. The device leaked from the non edwards vent cap. No leakage was found when an edwards¿s vent cap was installed and a similar leak test was performed. No CAPA is needed as the device was returned with a non edwards supplied component. Trends remain in control and will continue to be monitored though the edwards quality system.